Event description:
It was reported that an escape basket device was used during a flexible ureteroscopy procedure. During the procedure, the physician was holding the stone with the escape basket; however, one of the basket wires suddenly broke and detached from the basket. Reportedly, they tried to release the stone, but the basket was not working, and basket had to be disabled. The detached wire was retrieved with another basket. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: impact code f23 captures the reportable event of unexpected medical intervention. Device code a0401 captures the reportable event of basket wire detached.